Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer stated they received message to rewound the pump every hour. Customer had a crack on the back of the insulin pump near battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify error 130 due to critical pump error alarm. Device was received with cracked case corner of belt clip rails, cracked battery tube threads, missing display window cover. Device p-cap / test reservoir does not lock in place properly.